Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the result of the evaluation, it was confirmed with the visual inspection for the subject device when the suction connector from the instrumental channel port, the inside of the auxiliary channel, the distal end of the endoscope and the cylinder part of the subject device were checked as follows; there was the dent of the instrumental channel of bending section. The fibrous object was attached to the suction channel inside. But other checks has been still conducted and in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel, instrumental channel, air/water channel, auxiliary channel, and distal end of the subject device tested positive for candida and fungus. The test sample was taken just after the reprocessing on (B)(6) 2021. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was reviewed the result of the investigation, but the root causes of the reported phenomena could not be identified. However it was found the following considerations; while it was received a report from the user facility that "fungi were detected in the sample taken from the subject device channel during the routine microbiological testing, the number of fungi was unknown. There was the fibrous debris in the suction channel. There was dents inside the instrumental channel. No deviation was observed in the user facility's reprocessing procedures. If additional information becomes available, this report will be supplemented.